Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review of the provided image was consistent with the customer reported complaint.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument insulator at the front end turned black six times. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm permanent cautery hook instrument for failure analysis investigation. The instrument was analyzed and found to have thermal damage at the yaw pulley. Material appears to have burnt off from the charring that occurred near the distal clevis. The conductor wire broken. The instrument failed the electrical continuity test. Component adjacent to the yaw pulley do not show thermal damage. The probable root cause of the thermal damage is primarily attributed to the use conditions of monopolar energy if the lowest power or effect setting possible is not used for the minimum time necessary to achieve the desired effect. If this instrument has thermal damage but no damage to the conductor wire and/or ceramic sleeve, then this damage is the result of capacitive coupling, which is the transfer of electrical energy between two conductive materials that are separated by intact insulation. Capacitive coupling from the distal electrode should be detectable by the user as the distal electrode should always be visualized when energy is activated.

Event description:
Refer to h11 for follow-up information.